Manufacturer narrative:
The reported events were low pacing impedance and helix damage. As received, a complete lead was returned in one piece. The reported event of low pacing impedance was confirmed. Visual and x-ray examination found the inner coil and outer coil were compressed at the proximal region of the lead consistent with procedural damage. Electrical testing found an internal short between the inner coil and outer coil conductor paths at the compressed inner coil and outer coil conductor region of the lead. Destructive analysis found the inner insulation was breached/damaged at the compressed inner coil and outer coil region of the lead consistent with procedural damage. The cause of the reported event of low pacing impedance was isolated to the breached/damaged inner insulation consistent with procedural damage. The reported event of helix damage was not confirmed. Visual and x-ray examination of the helix did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited low pacing impedance and helix of the lead was damaged. The lead was not used and replaced during procedure. The patient was stable.